Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: no. H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Therefore, 5 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. Five in-house retention samples were sent to the chemistry lab for testing with all samples meeting specification requirements. The device history records were reviewed with no issues being found. There were no related quality notifications. All process and final inspections comply with specification requirements. The customer is making an inquiry regarding if material changes were made to this product. The device vendor (haemonetics) suggested their issue was likely platelet activation due to the hours timeframe between replicate analysis (pt and aptt results were not affected). Bd technical services informed the customer that bd has not validated these tubes for this instrument or tests. Bd was unable to confirm the customer¿s indicated failure mode after testing of samples met required specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported after use the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced erroneous results. The following information was provided by the initial reporter: when preparing to analyze blood in the citrate tubes, the blood seems to be activated prematurely within the tube. The customer states" blood was already being activated in the tube during the 1-3 hours between the replicates in testing from the exact same donor specimen tube. The citrate tubes were kept at room temperature on the analyzer counter between the replicate runs.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported after use the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced erroneous results. The following information was provided by the initial reporter: when preparing to analyze blood in the citrate tubes, the blood seems to be activated prematurely within the tube. The customer states" blood was already being activated in the tube during the 1-3 hours between the replicates in testing from the exact same donor specimen tube. The citrate tubes were kept at room temperature on the analyzer counter between the replicate runs."